Event description:
The customer reported via phone call that the paramedics were called for a low blood glucose event. The customer stated they had a low of 47 mg/dl. The customer also passed out from their low blood glucose event. Customer stated they were able to regain consciousness after the paramedics were called. The customer also reported being on medications that caused their blood glucose to react slower. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-18737.